Event description:
It was reported that a malfunction alarm occurred. Reportedly customer will continue to use the pump or manual injection until the replacement arrives. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.